Event description:
Philips received a complaint on mx40 1.4 ghz smart hopping patient monitor indicating that there is a speaker malfunction. It was not indicated if the speaker produced audible sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Analysis was performed by bench repair personnel, including attempts to reproduce the reported issue. During evaluation, the bench technician confirmed that the speaker produced audible sound; however, intermittent distortion was observed. In addition, a speaker malfunction alarm was present on the device. Based on the investigation results, it was determined that the product malfunctioned. The most likely cause of the reported problem was identified as a faulty speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer.